Event description:
It was reported that during a device upgrade procedure, the atrial and ventricular leads were damaged. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) all insulators were breached/cut, all conductors were distorted, the proximal conductor had blood or body fluid and was not obstructed. There was cosmetic environmental stress cracking (esc) on the outer insulation. There was blood in or on the helix mechanism, and there was apparent explant damage. The full lead was returned and analyzed. (B)(4) no anomalieswere found; however, the proximal conductor had blood or body fluid and was not obstructed, the outer insulation was breached/cut, there was blood in or on the helix mechanism, and there was apparent explant damage. There was cosmetic esc on the outer conductor. The full lead was returned and analyzed.